Manufacturer narrative:
An event regarding instability involving a mako liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: not performed as the lot number provided was not valid. Complaint history review: not performed as the lot number provided was not valid. Conclusion: no further investigation is required at this time. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including a valid lot number, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's hip was revised due to instability. The 36mm neutral liner as well as competitor head and stem were revised to a +4 offset high walled liner and competitor stem and head. Surgeon reported the shell looked good and was not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to instability. The 36mm neutral liner as well as competitor head and stem were revised to a +4 offset high walled liner and competitor stem and head. Surgeon reported the shell looked good and was not revised.